Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2023-02886. It was reported following a trial implant, that the leads migrated resulting in a shocking sensation and foot drop. As such, the patient underwent surgical intervention where the leads were removed. Reportedly, the foot drop has improved and shocking sensation had resolved. Physician has order medrol dose pack, foot brace, and physical therapy for the foot drop.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.